Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 425cc saline prosthesis, catalog #350-1670, serial #(B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old patient underwent breast augmentation revision with a mentor smooth round moderate profile 425cc saline prosthesis and experienced deflation post procedure. As a result, the patient had the prosthesis replaced with another mentor smooth round moderate profile 425 cc saline prosthesis on (B)(6) 2017.

Manufacturer narrative:
The investigation and analysis of the returned product was completed by the failure analysis lab on 5/17/2018. It was reported that a (B)(6) patient underwent breast augmentation revision with a mentor smooth round moderate profile 425cc saline prosthesis and experienced deflation post procedure. Upon receipt by mentor, the device was received without fluid. No foreign material was observed within the device. The product evaluation team observed a crease on the posterior aspect, a rent measuring 0.2 cm was also observed on the posterior aspect within a crease. No other anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) of lot number 6998441 was reviewed on (B)(6) 2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).